Manufacturer narrative:
Upon opening the alternating current (ac) power adapter, inspection revealed that there were burnt components on both sides of the main printed circuit board (pcb) and on its¿ inner casing. After opening the transmitter, inspection revealed that there was physical damage to the u-14 chip and multiple burnt components on the main pcb. As a result, we can conclude that during the big storm the merlin@home transmitter was hit by a high current flow through the ac wall power outlet into the ac power adapter and through the telephone line into the transmitter, thus damaging their respective main pcb. The failure was contained within the housing and posed no risk of exposure to the user or patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the merlin transmitter monitor stopped powering up after a storm. Discoloration was noted on the left prong; it looked burnt. The device was replaced.